Event description:
The customer reported via phone call that she noticed her insulin pump was physically damaged because the insulin pump alarmed no delivery. She was priming the insulin pump when it alarmed no delivery. The top of the insulin pump, where the reservoir goes in, was cracked. A little piece was missing. The o-ring was sticking out of the side. Sometimes the insulin pump fell out her pocket. Customer's blood glucose level was 102 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.